Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Subsequent information revealed that the shock impedance measurements were greater than 125 ohms.